Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the display screen on the roller pump was flickering intermittently. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Per clinical review on (B)(6) 2014: per the user facility's biomedical engineer (biomed), the flickering display of the large roller pump was found during set-up for a procedure. This large pump was configured to be used as a sucker pump. The pump continued to work, in spite of the intermittent flicker in the local display, but the clinical team elected to change out the pump during set-up. They had a spare large pump that was used. This did not delay the procedure and the case was completed successfully. There was no blood loss associated with this incident and there was no harm observed or reported.

Manufacturer narrative:
The field service rep (fsr) could not confirm this complaint. The fsr checked the overall operation of the roller pump and the pump ran without the display flickering. The fsr checked the cable connections, both network interface card (nic) and printed circuit board assembly (pcba), reseated the connections and observed no damage. The fsr checked internal pump connections, roller pump operations and calibration, no observed damage. The fsr ran the roller pump again under load with no display flickering problems. The unit operated to MFR specifications and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.